Manufacturer narrative:
The returned product was visually examined with the naked eye and with magnification. The returned screw is fractured into two pieces. The screw is fractured 6 threads from where the taper portion of the screw ends as it transitions into the straight shaft portion of the screw. The broken portion of the screw indicates both a torsional fracture pattern at the site of the failure and a weakening of the screw strength from fatigue. The surface of fracture site has beach marks that are common on fatigue fracture surfaces. It is not known whether this occurred before or during the screw removal. The threads on the distal end of the screw are deformed with notches and bent sections for the first 5 threads. It is not known whether this occurred before or during the screw removal.

Event description:
An aculoc 2 plate and screws were implanted on (B)(6) 2015. The plate and screws were routinely explanted (B)(6) 2015. During the explant surgery, one of the screws broke. Surgery was concluded without explanting the broken portion of the screw because the proper tools were not prepared for the surgery. A revision surgery was performed on (B)(6) 2016 to remove the broken portion of the screw when tools were available.